Event description:
Tip of davinci cautery hook has a hard plastic coating that chipped off when instruments collided in abdomen. The material itself is not radiopaque so x-ray would not be able to locate foreign body if still in abdomen. Also the piece is so small it could have easily been suctioned up during the irrigation process. Instrument has been removed from service and will be held by myself in case any further investigation is needed and will later be returned to intuitive surgical for further study and credit.